Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up approximately one year post-implant. Device interrogation found the remaining longevity was only one year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review found the device power consumption had suddenly increased on (B)(6) 2018 and had been erratic since that time. The power consumption had been as high as 512uw and was at 175 uw presently. Device replacement was recommended as soon as possible, due to the erratic power consumption. The field representative reported the device was explanted and replaced approximately three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of memory noted that there were no suspicious faults or resets while implanted. The battery voltage was lower than expected, but the battery was still able to support full device function. The device case was removed and detailed analysis was performed. A high current drain was noted. Further analysis then confirmed the presence of an internal crack within a low voltage capacitor, which caused high current drain and the resulting unexpected drop in remaining longevity.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow-up approximately one year post-implant. Device interrogation found the remaining longevity was only one year. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review found the device power consumption had suddenly increased on 08-may-2018 and had been erratic since that time. The power consumption had been as high as 512uw and was at 175 uw presently. Device replacement was recommended as soon as possible, due to the erratic power consumption. The field representative reported the device was explanted and replaced approximately three weeks later. No additional adverse patient effects were reported.